Event description:
The pre operative settings and system diagnostics test results were received.

Event description:
The patient was referred for surgery and underwent a full revision due to high impedance. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.